Event description:
It was reported that the lead was replaced after the patient presented with muscle stimulation when the output amplitude was increased to manage intermittent capture. A lead fracture was also noted. No patient complications have been reported as a result of this event.